Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical nephrectomy, the ligasure device worked initially but then error popped. Jaws were cleaned but the error continued to occur. Another ligasure was used to resolve the issue. The staple reload used for the procedure was not able to be fired. The operator was able to press the green button however, the handle could not be squeezed. Surgeon used another reload to resolve the issue. No patient injury.